Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely and permanently; she has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization, disability and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the plaintiff was injured severely and permanently; she has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Lot number: a27189 manufacture date:2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a 45 year-old female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of diabetes, polycystic ovarian syndrome, dysmenorrhea, abnormal uterine bleeding, alopecia, vaginal delivery, parity 2, gravida ii, pelvic pain and abnormal uterine bleeding. Concomitant products included bupropion (bupropion hydrochloride) and quetiapine xr gxp (quetiapine fumarate). On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation, disability and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2015. The patient was treated with surgery (vaginal hysterectomy with removal of essure coils and removal of the essure devices). At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, device dislocation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2012 and the estimated date of delivery was on (B)(6) 2013. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently; she has suffered and will continue to suffer ongoing physical symptoms and mental anguish, despite the surgical removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose] on (B)(6) 2015: 9.9 mmol/l. [Hysterosalpingogram] on (B)(6) 2013: clinical history: confirmation of the location of coils comment: there are bilateral essure coils. There is no spill of contrast [pathology test] on (B)(6) 2015: clinical history: chronic pain ph essure tl. Rule out adenomyosis. Specimens: uterus, cervix and 2 essure coils. Gross description: there are no essure coils attached to the specimen nor are they in the container. Final diagnoses: uterus and cervix: no significant abnormality [ultrasound scan vagina] on (B)(6) 2015: indication: abnormal uterine bleeding uterus 70 x 38 x 47. Endometrium 4.3. Ovaries essentially normal. No free fluid, essure coils were identified. [Ultrasound uterus] on (B)(6) 2013: ultrasound uterus 75 x 32 x 42, endometrium 9.1, no irregularities. Lot number: a27189, manufacture date: 2012-07, expiration date: 2015-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: reporter and patient information, medical history, lab data, non drug treatment updated.new concomitant added: quetiapine bupropion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.